Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during an unspecified chemotherapy infusion, the tubing set cracked and leaked at the port below the check valve. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The reported complaint that the tubing set cracked and leaked at the port below the check valve could not be confirmed. The customer did not return the suspect administration to be examined. The suspect administration set was discarded by the customer and not returned. The customer provided a picture/photo of an administration set in the packaging. The customer had circled the first smartsite. The customer alleged the smartsite cracked when they were infusing chemo. The root cause for the reported complaint that the tubing set cracked and leaked at the port below the check valve was not identified.

Event description:
It was reported that during an unspecified chemotherapy infusion, the tubing set cracked and leaked at the port below the check valve. The customer further stated that there were no adverse effects caused to the patient from this event.